Manufacturer narrative:
(B)(4). The device is not available for analysis.

Event description:
Per the clinic, on (B)(6) 2010, the patient underwent a surgical procedure to have excess skin excised, due to overgrowth at the abutment site. Subsequently the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). The device is not available for analysis.